Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient connector could not be paired with the remote monitoring mobile application. The bluetooth indicator on the patient connector was solid, indicating it was actively paired to another application. It was confirmed that the mobile programmer application was open in the background and an active session was in progress. Troubleshooting steps were taken to include ending the active session and fully closing the mobile programmer application on the host tablet. It was explained that the mobile programmer application is intended for trained personnel performing device programming. The caller confirmed that no programming changes were made. The remote monitoring mobile application was then launched, and the patient connector paired successfully. No patient complications have been reported as a result of this event.